Event description:
It was reported that the left ventricular (lv) lead was dislodgment. A revision procedure was performed and the lv lead was explanted and replaced to resolve the event. The patient was in stable condition.